Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported that the patient experience pain at the ipg site. Pain would increase with pressure and was present with stimulation on or off. Patient denied having any falls or accidents. To address the issue, surgical intervention was undertaken during which the ipg was relocated.